Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 5.3ng/ml was obtained. The accu tni result was reported out of the lab. The customer re-tested the original sample for accu tni. The repeated accu tni results were: 0.16ng/ml and 0.15ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatement that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications, prior to and after the event. System check conducted, prior to the event passed. The sample was collected in a lithium heparin tube. Customer suspects that a fibrin may have interfered with the result; however, it was not confirmed. A field service engineer (fse) was dispatched to the customer lab on 7/21/2006. The fse replaced aspirate probes. The fse conducted diagnostic testing and results passed within specifictions. The fse verified that the instrument was operating per established procedures. No hardware issue specifically related to this event has been identified and a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.